Event description:
It was reported that the patient, newly self-started on the ilet without formal training, experienced low glucose after breakfast and consumed oral carbohydrates including cake and soda while on libre 3, then disconnected the ilet and transitioned to multiple daily injections pending training. Symptoms included hypoglycemia. Outcomes included recovery to in-range glucose following oral carbohydrate intake and user-directed discontinuation of pump therapy. Investigation included customer care troubleshooting and education on appropriate system use and meal announcement. Investigation of this case revealed user unfamiliarity with essential operating steps, including meal announcement, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error or inadequate training. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.